Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while the 3100a ventilator was in use with a patient, the ventilator "failed". The customer explained that the amplitude suddenly "spiked up from a single digit to a double digit" without anyone touching the device and then the circuit was unable to be pressurized. The customer switched the patient to a different ventilator with no patient harm or injury.